Manufacturer narrative:
(B)(4).

Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator stopped cycling. No patient involvement. The cse inspected the device and replaced the breath delivery unit (bdu) cpu pcb. The unit passed extended self-testing.